Event description:
"The customer can see air bubbles when using q-syte for infusion. This happened a couple of times when connected to the IV-line, using luer slip syringes."

Manufacturer narrative:
A supplemental report will be filed upon completion of investigation. (B)(4). Date submitted: 03/23/2010.